Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported pressure too high. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd by MFR: 24apr2019. Additional information was received that the ventilator was not being used on a patient at the time that the problem was discovered. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated that the filter of the one-time breathing circuit in the hospital was blocked and replaced. The issue was with the facility and not the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.